Event description:
After 6+ months of implantation, this device was removed because of a reported "hematoma".

Event description:
After 6+ months of implantation, this device was removed because of a reported "hematoma".